Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided (reference range <0.05 ng/ml): 12:09 am, initial troponin result= 0.03 ng/ml; 3:35 am, second draw result= 0.03 ng/ml; 6:08 am, third draw result= 0.42 ng/ml; 8:58 am, fourth draw result= 0.03 ng/ml. Per lab protocol the troponin is performed three times at one-hour increments. The third result was questioned so a fourth draw was ordered, and the third drawn sample was repeated two hours later with normal results. The patient arrived at the emergency department with complaints of shortness of breath and feelings of dizziness, fatigue, malaise, and intermittent nausea for 48 hours prior to arrival to the emergency department. The physician noted an increase in work of breathing, respiratory distress, accessory muscle use and decreased breath sounds. The patient was treated with 2l nasal cannula oxygen. At 10:40 am, an EKG was performed. The EKG interpretation was abnormal with a nonspecific st and t wave abnormality. The patient received a cardiology consult due to respiratory symptoms and the elevated troponin result. After the consult it was determine that the patient would have a cardiac catheterization performed. At 10:48 am, the patient was in the cath lab and had two necessary stents placed. There was no additional impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2025-00002 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided (reference range <0.05 ng/ml): 12:09 am, initial troponin result= 0.03 ng/ml; 3:35 am, second draw result= 0.03 ng/ml; 6:08 am, third draw result= 0.42 ng/ml; 8:58 am, fourth draw result= 0.03 ng/ml. Per lab protocol the troponin is performed three times at one-hour increments. The third result was questioned so a fourth draw was ordered, and the third drawn sample was repeated two hours later with normal results. The patient arrived at the emergency department with complaints of shortness of breath and feelings of dizziness, fatigue, malaise, and intermittent nausea for 48 hours prior to arrival to the emergency department. The physician noted an increase in work of breathing, respiratory distress, accessory muscle use and decreased breath sounds. The patient was treated with 2l nasal cannula oxygen. At 10:40 am, an EKG was performed. The EKG interpretation was abnormal with a nonspecific st and t wave abnormality. The patient received a cardiology consult due to respiratory symptoms and the elevated troponin result. After the consult it was determine that the patient would have a cardiac catheterization performed. At 10:48 am, the patient was in the the cath lab and had two necessary stents placed. There was no additional impact to patient management reported.

Manufacturer narrative:
The field service representation (fsr) inspected the architect i1000sr, serial number (B)(6) and determined the solenoid, manifold mount, tested, with keys (rohs) was contaminated/dirty. The fsr replaced the solenoid, manifold mount, tested, with keys (rohs) which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional falsely elevated stat troponin reported for the solenoid, manifold mount, tested, with keys (rohs) on the architect i1000sr serial number (B)(6). A review of tracking and trending of the architect i1000sr did not identify an increase in complaint activity with the complaint issue. Additionally, review of complaint and trending data associated with the solenoid, manifold mount, tested, with keys (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr analyzer for serial (B)(6) or the solenoid, manifold mount, tested, with keys (rohs) was identified.